Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No pump error 130 alarms and rewind anomalies were noted during testing. Found a pump error 43 alarm in the pump memory. Successfully downloaded pump history files and traces using thump software. Pump alarmed 12 pump error 43 alarms on the event date of 08-jul-2024 at 21:13:30.000 to 21:43:41.000. Pump alarmed 14 pump error 130 alarms on the event date of 08-jul-2024 at 17:05:11.000 to 21:57:44.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, cracked keypad overlay, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Pump error 130 was not confirmed during testing. Rewind anomaly and pump error 43 alarms were confirmed in the pump history files and traces due to moisture damage on the motor. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 130, rewind anomaly. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported receiving a pump error. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.